Event description:
It was reported that the pump gave pressure alarm. There was unknown patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, long term testing, and event history log review; the customer problem was not duplicated. The pump was running properly, and no alarm was found during long term testing. Labels were undamaged, and the tamper seal was missing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative exchanged the downstream occlusion (dso) sensor seal, and the pump passed all functional tests and performed as intended.